Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for 'vent fail'. The case was completed using manual ventilation and there was no patient injury reported.

Manufacturer narrative:
The reported ventilator failure could be comprehended by means of the electronic device log file. On the date of the reported event (B)(6) 2016 an encoder check error was detected and an autonomous shutdown was forced. The motor assembly was returned to the manufacturer for further investigation and was assembled in a specific test stand. It was observed that rotation of the motor could not be started for numerous positions. Root cause was determined to be an abraded collector disc. The electrical contact between the collector disc and the carbon brushes was found to be partly disrupted. The collector disc is subject to wear and tear. As the motor was in operation for almost 20 years it is accepted that a single component can fail after this time. The device reacted as specified with an autonomous shutdown of the ventilator and alarmed audible and visible for ventilator fail while autonomously changing to manual ventilation (man/spont). Manual ventilation and monitoring are not affected. The motor assembly has been replaced. The device was tested afterwards and was handed over to the customer ready for use.

Event description:
Please see initial-report.